Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was defective. The field service engineer took out the faulty drawer controller board and installed a new one, reassembled the drawer, connected the bus cable and the issue has been resolved. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, main drawer encountered a failure. The customer reported that the issue arose while the user was attempting to dispense medication to patients, disrupting the patient care workflow. There were no adverse events or injuries reported based on this incident.